Manufacturer narrative:
(B)(4). Although requested, the set has not been received for investigation. A f/u report will be submitted once the set has been received and an investigation has been completed.

Event description:
Customer reported that a set leaked and appeared to have no solvent at the point "where the saline and blood tubing connect to the chamber". The nurse disconnected the first unit of blood and went to hang the second unit and the tubing came apart in her hands. No other pt or event info is available.